Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reduction forceps w/points has broken during surgery and was put away; then found. The procedure that the instrument was broken in is unknown at this time. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.